Event description:
It was reported that the pulse generator was interrogated post implant, after the pocket was closed and both the atrial and ventricular impedance measurements were high. A chest x-ray was performed and the lead pins appeared to be past the pin block on the device header. The pocket was reopened and after unscrewing and resetting the setscrews, normal lead impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.